Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, customer resumed insulin therapy and customer administered a manual insulin injection to address elevated bg.